Manufacturer narrative:
The investigation determined the issue to be consistent with environmental condition issues. The laboratory has a higher co2 concentration (600 to 1000ppm). The laboratory uses a lot of dry ice. System specific issues were excluded.

Manufacturer narrative:
The reagent lot number is 74213801 with an expiration date of 30-apr-2025. The field service representative replaced "sv30" and "sv31" parts, the wash station tubes, sample and reagent probes, and mixers. He performed precision checks with acceptable results. Qc results were acceptable after service. The investigation is ongoing.

Event description:
There was an allegation of questionable crej2 results for approximately 200 patient samples on a cobas 8000 c 702 module. Two examples were provided. Sample 1: the initial result was 0.82 mg/dl. The repeated result was 1.02 mg/dl. This result was believed to be correct. Sample 2: the initial result was 0.74 mg/dl. The repeated result was 0.95 mg/dl. The repeated results were obtained on another c702 module in the same laboratory. The questionable results were reported outside of the laboratory. Amended reports with the correct results were sent.